Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a stent dislodgement occurred. Vascular access was obtained via the femoral artery. The 100% stenosed target lesion was located in the moderately tortuous right common iliac artery (cia). Pre dilation of target lesion was performed with a 3-40 non bsc balloon catheter. A 9.0x60x135 cm express ld vascular stent delivery system (sds) encountered resistance during insertion. The express ld sds was advanced, but did not cross the target lesion. During withdrawal the express ld sds became stuck in sheath. The express ld sds and the sheath were removed together. After removal "the stent dislodged and was noted on the surface of the patient's body." Another sheath was inserted and a express 8-57 stent was implanted in the right cia. The procedure was completed with a 9-25 mm express stent implanted in the left cia. No further patient complications were reported and the patient's status is listed as good. This product is only ous approved, but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a stent dislodgement occurred. Vascular access was obtained via the femoral artery. The 100% stenosed target lesion was located in the moderately tortuous right common iliac artery (cia). Pre dilation of target lesion was performed with a 3-40 non bsc balloon catheter. A 9.0x60x135 cm express ld vascular stent delivery system (sds) encountered resistance during insertion. The express ld sds was advanced but did not cross the target lesion. During withdrawal the express ld sds became stuck in sheath. The express ld sds and the sheath were removed together. After removal "the stent dislodged and was noted on the surface of the patient's body." Another sheath was inserted and a express 8-57 stent was implanted in the right cia. The procedure was completed with a 9-25mm express stent implanted in the left cia. No further patient complications were reported and the patient's status is listed as good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed the stent was detached from the stent delivery system. The balloon was fully deflated and correctly wrapped with clear stent crimp marks noted on the balloon. The detached stent was also returned severely damaged throughout. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).